Event description:
It was reported to boston scientific corporation on september 16, 2009 that a zero tip nitinol stone retrieval basket was used for a ureteroscopy with stone extraction procedure performed on (B)(6), 2009. According to the complainant, the retrieval basket would not close completely after retrieving the first stone. It is unknown if a stone was present in the device when the malfunction occurred. The procedure was successfully completed using another zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).